Manufacturer narrative:
Journal article: abbreviated dual antiplatelet therapy after percutaneous coronary intervention in high bleeding risk patients journal name: interventional cardiology clinics year: 2020 authors: matthew j. Price, reference: doi: org/10.1016/j.iccl.2020.06.002. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Age: average age. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled 'abbreviated dual antiplatelet therapy after percutaneous coronary intervention in high bleeding risk patients' was submitted. The aim of the article was to discuss the effects of stents on patient's on dapt for one month and with high risk of bleeding. Data from the leaders free, leaders free ii, onyx one and onyx one clear trials was used for this article. A number of patient's in the onyx one and one onyx clear trials were treated with resolute onyx stents. The onyx des had improved angiographic outcomes and device success in comparison to non medtronic stents among patients at hbr undergoing pci who were treated with 1 month of dapt. Clinical outcomes included cardiac death, mi, or definite/probable stent thrombosis, target lesion failure, and clinically indicated tvr.